Event description:
It was reported, the 'replace generator soon' indicator was observed. A manufacturer representative confirmed and deemed the ipg was approaching end of life. As a result, intervention is pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating the ipg has reached end of life and is no longer providing therapy.